Event description:
While inserting inlay, it canted and was damaged under correction. Thus cup shifted. Due to this mechanical onto bone the choosen 56 cup couldn't be fixed and consequently a 58 cup was implanted. Surgery time extention of ca. 20 min.